Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the returned photos, needle pierced through catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the product was not returned and observed to be without packaging in the picture, the root cause is not able to be established. H3 other text : see h10.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in experienced catheter tip damage/deformation. The following information was provided by the initial reporter: damaged catheter tip. The damaged catheter tip was observed when the cannula was removed and the catheter was pushed in. It was found during check 22g angiocath for fluid therapy to a colonoscopy patient. (Patient : 47 years old male).

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in experienced catheter tip damage/deformation. The following information was provided by the initial reporter: damaged catheter tip. The damaged catheter tip was observed when the cannula was removed and the catheter was pushed in. It was found during check 22g angiocath for fluid therapy to a colonoscopy patient. (Patient : (B)(6) years old male)